Event description:
Additional information received from the representative reported that the data was never analyzed, as the representative did not see the consumer again to retrieve the data in the correct format, and the physician was no longer concerned that there was a fault with the battery.

Event description:
A health care professional (hcp) via a manufacturer representative reported an implantable neurostimulator (ins) was losing current, which occurred during normal use. The consumer felt stimulation for about an hour and then stimulation ¿drops out.¿ it was not related to position and the consumer had to turn the battery voltage up to receive the same effect. When the consumer told the hcp, the hcp was concerned that the ins was losing current. No factors were noted to have contributed to the event. Troubleshooting included impedance check, reprogramming, patient education, and explanation that this could happen when the brain got used to the stimulation. Interventions were noted as reeducation and reprogramming. It was noted that the representative would run a data report, as the ins losing current was very unlikely. The issue was not resolved at the time of the report. Additional information received from the representative reported the hcp seemed to no longer see this as an issue of fault with the battery. The consumer¿s medical history included chronic back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.